Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 80% stenosed target lesion was located in the severely calcified and moderately tortuous right superficial femoral artery. Another manufacturer's stent was implanted and this 6.0x20/135 (4f) sterling, mr balloon catheter was selected for post-dilatation. The sterling balloon was inflated 4 times to 10atms and upon the 4th inflation the balloon ruptured. The device was removed from the patient intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.